Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there was a concern this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device will continue to be monitored. No adverse patient effects were reported.